Event description:
It was reported by the affiliate that during an unknown procedure, the clips would not hold after placing. Some clips were released but would not hold. The instrument blocked. They used another like device to complete the case. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.